Manufacturer narrative:
Patient weight was requested but was not provided. The mobile power unit is not a single use device. The approximate age of device is 5 months. (Calculated from the date when the mobile power unit was issued to the patient). Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that when the technical service representative was reviewing a log file, a no external power alarm was confirmed when the patient was tethered to the mobile power unit. This was caused by the power cord coming loose from the wall. Additional information was requested but was not provided.

Manufacturer narrative:
Device manufacture date: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file showed 256 events spanning approximately 6 days 21feb2019 ¿ 27feb2019 per time stamp). On (B)(6) at 08:17 the power cable disconnect and no external power alarm activated while connected to the mpu due to both white and black lead rsoc voltage levels dropping down to ~3v. This is indicative of a ac power cord disconnection. The alarm cleared 4 seconds later and returned to the expected 12.7v. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Attempts were made to retrieve missing information but no response was received. It is unknown if the mpu has a v-lock, or if the ac power cord came loose. A root cause for the no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.